Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod. Symptoms reported include feeling weak, lethargic, could barely walk, and was vomiting. It is unknown how the patient was treated for the issue. The patient was released three days later. The pod was worn when seeking medical attention but was removed at the hospital.